Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat the distal rca vessel through a calcified and tortuous system. There was no damage noted to the packaging and no issues noted when removing the device from the hoop. The device was inspected with no issues noted. It was reported that the stent came off the balloon as the physician was trying to pull it out of the coronary. It is reported that it got snagged on a stent in the proximal rca. The stent remained on the guide wire so the stent balloon was removed and a 1.25mm balloon was able to be placed partially inside the onyx stent and inflated to 6atm allowing for the stent to be pulled back to the sheath. The whole system was then removed. Detachment occurred at the balloon during delivery through the vessel. The patient was reported to be alive with no injury.